Manufacturer narrative:
H3: 81 evaluation is in progress but not yet concluded.

Manufacturer narrative:
Updated blocks: h6 and h9 the reported complaint was confirmed. The electronic patient gas system (epgs) was exhibiting symptoms consistent with the referenced recall. The epgs was moved to service to have the flowmeter replaced and brought back to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reported complaint was confirmed. Multiple diligence attempts for part return were unsuccessful so an evaluation could not be completed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Per clinical review: during set up for a cardiopulmonary bypass (cpb) on (B)(6) 2019, the team noticed that after turning the system on, the electronic patient gas system (epgs) started making an unusual and frequent noise. After the fifteen minute waiting period to calibrate the system, the team attempted calibration and it would not pass calibration. An error message occurred in the auxiliary tab showing a "cal err zero flow high before cal". The perfusionist saw that the gas flow knob was attempting to manually move but it would not move its location. Additionally it was noted that the flow was reading approximately four liters per minute (l/min), while the set point was at zero l/min. The team exchanged the entire heart lung machine (hlm), therefore there was a thirty minute delay. There was no harm or blood loss due to this issue. The case continued with the new hlm, patient was placed on bypass and no issues occurred.

Manufacturer narrative:
Per the manufacturer's subsidiary, the epgs was making a strange and frequent noise. When the end user tried to calibrate the gas system it would not calibrate and a "cal err zero flow high before cal" error appeared on the auxiliary tab in the central control monitor (ccm). It was noted that the gas flow knob was trying to move further to zero but was stuck trying to self adjust which is what was making the clicking noise. The flow was reading four liters per minute (l/min) while the setpoint was zero l/min. Calibration was attempted several times with a calibration failure showing "oxygen (o2) analyzer calibration not possible" each time.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the electronic patient gas blender (epgs) could not be calibrated. As a result, a mechanical blender was employed which resulted in about a 30 minute delay. The surgical procedure was completed successfully. There was no blood loss, nor adverse consequences to the patient.